Event description:
Procedure: lobectomy. Reportedly, while applying the device to a blood vessel, the sulu disengaged from the instrument. The sulu was reconnected with the instrument and the stapler performed properly; however, the jaw could not open when the surgeon attempted to remove the device. The tissue was almost disengaged from the jaw by itself, but it was slightly damaged due to the surgeon pulling on the device. The surgeon oversewed the tissue.